Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to add e4, and to correct b3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector and led to an abnormality in the electrical components. Although the cause of the water invasion is not known, attaching/detaching the leakage tester while water droplets are adhered to the outer surface or while under water and improper attachment of the water-resistance cap could cause water to enter the device. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual "3.6 inspection of the endoscopic system: inspection of the endoscopic image 1. Turn the video system center, light source, monitor, and endoscope position detecting unit (for cf-h180dl/I only) on and inspect the wli and nbi endoscopic image as described in their respective instruction manuals. 2. Confirm that light is outputting from the endoscope¿s distal end. 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. 5.2 withdrawal of the endoscope with an irregularity if an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿, or ¿withdrawal when all endoscopic images do not appear on the monitor or a frozen image cannot be restored¿ below." Reprocessing manual "5.3 leakage testing of the endoscope perform the leakage test: caution ·when attaching the connector cap of the leakage tester to the venting connector of the water resistant cap, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿ when attaching the connector cap of the leakage tester to the venting connector of the water resistant cap, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. ¿ detach the leakage tester from the maintenance unit (mu-1) or the light source before detaching the leakage tester from the water resistant cap. If the leakage tester is detached from the water resistant cap before detaching the leakage tester from the maintenance unit or the light source, the air pressure inside the endoscope will not vent properly. This may damage the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer reported that in addition to e315, there was static on the screen and the scope was taking pictures by itself. The customer reported having to unplug the pigtail cable (maj-1430) while using the model 190 scopes and the customer was having issues with the model 180 scopes as we. The customer had thought that the pigtail could have been damaged. Tac informed the customer that sometimes the pigtail needs to be unplugged when using the 190 scopes. The customer was instructed to plug in the pigtail and plug in a 180 scope. The scope image was static, flickering and the scope was taking pictures by itself. The customer was then instructed to leave the pigtail in and then plug in a 190 scope. The customer confirmed there was no issue. A different 180 scope was then attempted with the pigtail and again, there was no image issue. Tac instructed the customer to check for interference by moving around the coiled cord. The customer confirmed there was no interference. The first scope was reattempted and the issues remerged. As the issue had been isolated to a specific scope, it was returned to olympus for evaluation and the customer also ordered a new pigtail cord to keep on hand. The device was evaluated and the customer¿s allegation was confirmed. There was flickering to no image but the image was fine after the device was aerated. The bending section cover glue was cracked, the light guide lens was cracked, the scope connector was wet, the distal end plastic cover had dents and scratches, the bending section cover was discolored, the switch button 1 was cut and the switch was malfunctioning, the insertion tube boot was discolored and physical damage, the scope cover boot on the control body was cut, the light guide tube had minor scratches and dents, the control knob had clicking on the up/down knob and was had play. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there was an e315 scope error on an evis exera ii colonovideoscope during an unknown diagnostic procedure. There were no reports of patient harm associated with this event.